Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Failure (event) observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 15.5-16.1cm from the connector pin. The etfe coating was intact at this location. (B)(4).